Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 500 mg/dl during the time of incident. The customer stated that he had kinks in the tubing and has rotated a few times and his blood sugars are still high. The customer stated that he treated himself with manual injections, but still experienced high blood glucose readings. The customer was unable to troubleshoot at the time of call. The customer was advised to change out the infusion set and contact his health care provider regarding his high blood glucose readings.